Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) examined the system remotely and found [timeout establishing connection with the generator], which could be caused by a timing issue between host (pc) and generator, or hospital mains power. The field service engineer (fse) went onsite and reviewed logs file, nothing related found, after user restarted system the system functions well, there was no issue with hospital mains power, the reported issue was not replicated. Fse checked on host pc and cleaned memory cards. After repairs, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.